Manufacturer narrative:
Updated section h6 (type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Updated section h6 (components, impact, findings, conclusions). The event occurred due to procedural factors.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A definitive root cause could not be determined at this time. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was learned that after implantation of a 21mm valve and separating the patient from cardiopulmonary bypass, a large paravalvular leak involving the right coronary cusp was identified. The patient was placed back on cardiopulmonary bypass and the heart was rearrested. Sutures were placed in between the right and noncoronary cusp. After separating from cardiopulmonary bypass without difficulty, there was a persistent paravalvular leak. The patient was placed back on bypass, a third time and the aorta was once again cross clamped. At this time, the surgeon decided to transect the aorta circumferentially in order to increase exposure. After placement of three additional sutures, the aorta was once again closed. The crossclamp was removed and the patient was transferred to the intensive care unit in stable condition. Postoperatively the transesophageal echocardiogram revealed a mild paravalvular leak which the surgeon decided not to intervene on since the patient had been on cardiopulmonary bypass already for five hours.